Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that a detached sensor wire occurred." H6 medical device problem code - correction. H2 correction.

Event description:
It was reported that a broken sensor wire occurred.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a detached sensor wire occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. Prior to insertion, the area was cleaned with alcohol. It was reported that there were inaccuracies with the biosensor approximately 8 days after insertion. The sensor value was low; however, a bg fs via glucometer was 120 mg/dl. The sensor values continued to be inaccurate by 60 to 80 points, so the sensor was removed and discarded. She initially reported the inaccuracy event on 09/24/2025, and after removal, the biosensor site had a ¿nodule or granuloma¿ in the area with some redness. In a follow up call with the customer on (B)(6) 2025, additional details were received. No symptoms were reported for the time of the inaccuracy. Over time the area increased to the size of a dime, and she and her spouse monitored the site for a possible retained sensor wire. She indicated she was a healthcare professional (pa) and consulted an infectious disease md at work who suggested using warm compresses to resolve symptoms (including redness, inflammation, and discomfort) at the site. She also attempted to clean the area with alcohol swabs to resolve symptoms, however the redness increased. She and her spouse (a physician), monitored the site. Although an ultrasound (unspecified date) showed fluid in the area, due to shadowing, there was no clear image of a sensor wire. On monday, (B)(6) 2025, a surgeon performed an I&d procedure to remove pus and packed the site. She was treated with an oral antibiotic (augmentin twice per day for 5 days). After treatment the site was indurated and sore. On (B)(6) 2025 at the time of the follow up call, the symptoms had not resolved, and the area remained inflamed and sore. Surgical removal of the sensor wire with general anesthesia was being considered but had not occurred at the time of the call. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No other customer or event details are available.